Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the device was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material#: 309653. Batch#: unknown. It was reported by the customer that the syringe in syringe pump cracked and leaked and accumulated air in syringe. Verbatim: cat# of product being complained: bd309653. Description of product: syringe 50ml luer-lok tip ster 40ea/bx 4bx/ca. Lot or s/n: unknown. Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2023. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): syringe in syringe pump cracked and leaked and accumulated air in syringe. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no.